Manufacturer narrative:
Ortho field engineer went on site for service. No repairs needed. Qc was run and verified by customer. Instrument is operating as expected. (B)(4).

Event description:
As a result of a discrepant dat result observed on another provue instrument (see (B)(4)) on (B)(6) 2018, customer reviewed the results of 239 cord blood samples in which the baby was either group a or group b and the mother was group o. These samples had originally been tested on one of four provue instruments during the time period (B)(6) 2018 to (B)(6) 2018. Twenty one samples that had initially been reported as negative were repeated in manual gel. Five samples, originally reported as negative were now weak - 1+ in manual gel testing. One of the five samples, (B)(6), now testing as w-1+ in manual gel was initially tested on (B)(6) 2018 on provue instrument (s/n (B)(4)).